Event description:
The device continuously prompted connect electrodes and could not be used to analyze the pt rhythm as a result. CPR was then continued. The pt responded to this therapy and regained pulse and pressure. The pt was transported to the hospital.